Manufacturer narrative:
A getinge field service engineer (fse) connected the catheter, and a running test was conducted for 4 days. The helium cylinder, which was 2000 psi at the start, was decompressed to 1000 psi four days later. To fix the issue, the drive manifold assembly (0104-00-0031) and helium high pressure regulator (0103-00-0637) were replaced. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA: (B)(4).

Event description:
It was reported that during an in-house inspection prior to delivery to the facility, the cardiosave intra-aortic balloon pump (iabp) made a metallic noise. There was no patient involvement.